Event description:
During initial manufacturing testing, the device delivered an unrequested bolus. The device was received from the customer with a report of "the bolus cord did not deliver a bolus dose when the button was pushed".

Event description:
Initial review of testing information indicated that during manufacturing testing, the device delivered an unrequested bolus. Subsequent review of the testing data revealed the device showed the bolus button was active, without the button being pressed. No fluid was delivered.